Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited possible oversensing and undersensing on recorded episodes of ventricular fibrillation (vf). The lead remains in use. No patient complications have been reported as a result of this event.